Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that prior to use the syringe is discovered to be damaged with an unspecified bd solomed¿ syringe with needle. The following information was provided by the initial reporter, translated from portuguese to english: at the delivering moment, the customer did not specified the issue, they've only provided the returning invoice, reporting technical defect.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use the syringe is discovered to be damaged with an unspecified bd solomed¿ syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: at the delivering moment, the customer did not specified the issue, they've only provided the returning invoice, reporting technical defect.